Event description:
It was reported that a nursing home pt disconnected him/herself from the suspect device, which did not alarm due to improper setting of the low pressure alarm. This info was provided by the dealer. He was not able to provide any specific pt info. The device will not be returned for eval because the customer believes that user error and not device malfunction caused the event.